Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was not repaired within the last year. Although a definitive root cause of the defects could not be identified, it was determined that the cut on the charged coupled device (ccd) cable was likely caused by breakage of the image sensor unit due and the noise occurring due to damage of the circuit board was likely caused by a defect of the board inside the video connector. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of air leak was not confirmed. In addition to evaluation in, the bending section cover had a scratch. The adhesive on bending section cover had a chip. The video connector had a crack. The video connector had a scratch. Due to damage on lock engagement lever, bending section could not be fixed firmly. The control unit had a scratch. Switch button 1 had a scratch. The protector of the video cable section had a scratch. Light guide connector had a scratch. Video connector case had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of a customer, the endoeye flex deflectable videoscope had an air leak. There was no report of user or patient harm associated with this event. During incoming inspection, it was determined noise occurred due to the disconnection of the imaging cable and the image did not appear. Also, noise occurred due to damage to the video connector board and no image was displayed. This medwatch is being submitted to capture the reportable malfunctions found during evaluation.